Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate bursts of anti-tachycardia pacing and several tachy shocks due to an atrial driven arrhythmia, to the point of therapy exhaustion. Technical services (ts) reviewed the case and indicated that the device was appropriately withholding shock therapy. However, due to cross chamber blanking, the ventricular rate becomes greater than the atrial and therapy is delivered. The device was operating as programmed but not as desired. Ts recommended re-programming options to avoid that this issue occurs again. This ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate bursts of anti-tachycardia pacing (atp) and several tachy shocks due to an atrial driven arrhythmia, to the point of therapy exhaustion. Technical services (ts) reviewed the case and indicated that the device was appropriately withholding shock therapy. However, due to cross chamber blanking, the ventricular rate becomes greater than the atrial and therapy is delivered. The device was operating as programmed but not as desired. Further information was received indicating the patient received again inappropriate atp and shocks due to the same conditions. The patient cannot tolerate antiarrhythmics and has refused and ablation. Ts recommended re-programming options to possibly avoid that this issue occurs again. This ICD remains in service and no additional adverse patient effects were reported.